Manufacturer narrative:
This report is being submitted as follow-up # 1 to provide the sample evaluation results. The expander was returned to the manufacturing facility for evaluation. Visual inspection revealed the fairing tip to be inverted. The expander was inflated outside the sheath to verify it was fully expanding. The expander was unable to be inflated. There was a leak at the inflation device and the inflation port connection. The inflation port was noted to be partially cracked. A review of the device history record of the product code/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot # combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information, however based on the unit evaluation, the inversion of the fairing tip would indicate that the device encountered significant force. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation and the investigation has yet to be completed. A follow up report will be submitted when the investigation is complete but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported dilator breakage on the solopath device during a procedure. Follow up communication with the user facility confirmed the following information: after expanding the sheath, the physician was unable to remove the dilator; the physician tried multiple techniques to remove the dilator; once the physician was able to remove the dilator, the tip became caught on the valve; the physician pulled the dilator to get it through the valve; the tip inverted and almost detached; the valve bled heavily throughout the case; after completion, the sheath was removed and the physician observed "slow-flow on ensuring angiogram"; a cut-down was utilized to ensure no damage to the artery from the sheath; the vessel was not heavily calcified; and the case was a success.